Manufacturer narrative:
This is a follow up report to medwatch submitted 9617229-2022-03837. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "flipped and deflated". This record is for the right side. Device remains implanted.